Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The device did not display the volume delivered. During routine preventative maintenance testing by the user facility, it was noted that when the patient pendant button was pressed, the pump delivered the dose, but the display did not increment the volume delivered. There were no reports of any adverse patient events while the device was in clinical use.